Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed high capture thresholds in the right ventricular lead. The lead was explanted and replaced. The patient was recovering post-procedure.